Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and silicone migration.

Event description:
Healthcare professional reported "benign-looking ring calcifications" and "signs of intra and extracapsular rupture on the right with silicone infiltration in the axillary lymph nodes" against right device. Device remains implanted.